Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with the customer's insulin pump. The customer states the device alarmed for multiple pump errors. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the device failed testing. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioned properly during the rewind test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms, unexpected insulin pump error alarm or unexpected rewind anomaly noted during testing. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case and a pillowing keypad overlay.